Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 532mg/dl. The customer's blood glucose was treated with the insulin pump and insulin drip. The caller experienced dry mouth, excessive urination, abdominal pain, headache, dizziness, and chest pain. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. The customer did change the infusion set to solve the alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.